Manufacturer narrative:
Investigation has been initiated, but not yet completed. A f/u report will be submitted upon completion of the investigation.

Event description:
Pt suffered a burn at the portal of sub acromial decompression (sad) procedure. Burn was noted after completion of the case. Surgeon removed the burnt tissue at end of procedure and treated with burn ointment. He noticed some blackish charred discoloration a few inches up the coated shaft from the electrode. Surgeon did not use a cannula. This device is used for treatment.